Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. During device check, it was noted that the patient experienced red, warm and swollen site. Also, the patient had hematoma thus a pocket evacuation was performed. A life vest was given to the patient until a new device will be implanted to the right subclavian region. This ICD is no longer in service. No additional adverse patient effects were reported.